Event description:
It was reported that the patient was having redness and irritation at the implantable pulse generator (ipg) site leading to discomfort. Drainage at the site was also noted. Furthermore, urinary incontinence was reported. The physician applied dry dressing and prescribed an oral antibiotic. Additionally, the physician did not believe that the infection was related to the device, and the cause was unknown. Additional information was received that the patients incision has been closed and healed.

Event description:
It was reported that the patient was having redness and irritation at the implantable pulse generator (ipg) site leading to discomfort. Drainage at the site was also noted. Furthermore, urinary incontinence was reported. The physician applied dry dressing and prescribed an oral antibiotic. Additionally, the physician did not believe that the infection was related to the device, and the cause was unknown.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks post implant.